Event description:
Customer reportedly obtained results of 79mg/dl and 163mg/dl on the aviva system within 10 mins. No action was taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.